Event description:
The customer went to a rescue they placed a monitor and the vivalink AED on a pt. The AED at one point told the rescue squad to stand back shocking pt. The rescue squad saw on the monitor it was asystole and decided not to press the button to shock. When the rescue squad got back to the station they gave the AED to reporter, he downloaded the rescue and the print out did not show there being any shock advised. Reporter then put some various rhythms, with a simulator, into the AED to see how it responds and he stated it worked just fine.